Manufacturer narrative:
The cause for the discordant (B)(6) result is possible mislabeled sample tube. The customer has a rule to hold results that do not pass a delta check thru centralink. The customer does not want to investigate the issue further. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
A (B)(6) result was obtained on a patient sample. The (B)(6) result was discordant with the previous result in (B)(6) and the current result in (B)(6). The customer suspects the (B)(6) result may be due to a mislabeled sample tube. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the (B)(6) result.